Event description:
I was changing my libre3 plus glucose sensor following instructions. The sensor was active for an hour when I received a phone alarm and message from libre3 plus app that stated that the system was receiving continuous low reading messages and that the system was turning off the sensor. I notified my primary at va and called the libre3 plus hotline and provided them the information. I will be applying another sensor after completing this message. And I will administer a finger stick.